Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was feeling shocking when laying down or sitting up. The patient stated that this was not positional. While on the call, it was confirmed that the ins therapy was on at 2.9 volts. The patient then decreased to 2.7 volts and this eliminated the uncomfortable stimulation. It was reviewed with the patient that they should contact their health care physician (hcp) with any therapy related concerns and the patient was told that if it continued that they should consider decreasing stimulation more and contacting their hcp. It was noted that the patient stated they thought this began on saturday, (B)(6). The patient was implanted on (B)(6) 2019. There were no further complications reported.